Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported by the patient that the controller was running very hot and was burning to the touch. The controller was inspected an engineer and the heat measure using a had held infrared device. The recorded temperature was 55 degrees celsius. The patient reported that this happened in the past as well. The controller was exchanged with no consequence to the patient. No further information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "overheating". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. During functional testing, however, the controller surface felt warm to the touch. An internal evaluation of the controller found that a metal oxide semiconductor field-effect transistor (mosfet) was operating at a warmer temperature. However, the component was still operating within it the manufacturer's recommended temperature range. As a result, the reported event was confirmed; the controller may be perceived as operating at a higher temperature. However, the unit met specification.

Manufacturer narrative:
Implant date entered as error. As of today the implant date is unavailable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.